Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had 4 infusion sets fail.. Blood glucose value was 500 mg/dl at the time of the incident. The customer had no symptoms based on the high blood glucose value but treated with a manual injection. The customer was not hospitalized. Troubleshooting was performed and the device will be replaced but not returned.